Manufacturer narrative:
This is a report of a use error the patient unscrewed their transfer set from the cassette during peritoneal dialysis therapy which caused solution to leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient unscrewed the transfer set from the cassette and solution drained on the floor. This event occurred during drain three of five while the patient was connected. The technical service representative assisted the patient to end therapy. The patient¿s peritoneal dialysis registered nurse (pdrn) explained that the patient has a condition in which they play with their transfer set while they¿re sleeping. The patient¿s wife usually tapes down the transfer set but forgot to do so that night. The patient unscrewed their transfer set from the cassette which caused solution to leak. The pdrn stated that the patient had their transfer set replaced and was given antibiotics. The pdrn clarified that there was nothing wrong with the product, but that the patient disconnected themselves. The pdrn reminded the patient¿s wife to tape down their transfer set before the hp goes to bed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.